Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon loaded a 12.6mm micl12.6 implantable collamer lens, -12.00 diopter, and noted it was scratched. There was patient contact but no complications. The backup lens was implanted and the problem was resolved.